Manufacturer narrative:
Date sent to the FDA: 8/22/2007. No conclusion can be drawn at this time, should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure and vaginal hysterectomy in 2007. During the procedure, estimated blood loss was not excessive. On the first post-operative day, the patient was tachycardic and hemoglobin was eight and four tenths. Three days later, the patient's hemoglobin was seven and one tenth. The patient was managed with ferrous sulfate 200mg twice daily. The surgeon opines that the bleeding originated from the vessels at the pelvic side wall and does not believe the excessive blood loss was related to the use of the device or device insertion. The patient was discharged from the hospital the next day. Eight days later, the patient presented with a highly offensive vaginal discharge. The vaginal support device was removed and wound swabs taken. The patient was given metronidazole 400mg. Twice daily for seven days.